Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested; however, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Please note: there are three (3) dressings associated with this complaint. A separate FDA form 3500a has been submitted to address each dressing. (B)(4).

Event description:
It was reported the dressing adhesive was "not enough." The dressing was only used for approximately 2 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).